Event description:
Caller reports lancet protrudes beyond the end cap of the multiclix device. Caller states the nurse operating the device was accidentally stuck by the needle; no medical treatment required. No adverse event reported. Requested return of suspect device.

Manufacturer narrative:
The event occurred in (B)(6).

Manufacturer narrative:
The event occurred in (B)(6).